Event description:
Medtronic received information that after being on cardio pulmonary bypass (cpb) for ten minutes, this oxygenator's pre-membrane pressure was exceptionally high with clinically acceptable normal act values. There was concern that a major mishap was avoided (breakage of pump line), due to the timely detection of the damage. The oxygenator was removed, replaced, and returned for analysis.

Manufacturer narrative:
Analysis: upon receipt, pre-decontamination visual inspection revealed the fiber bundle was yellowish in color with no clotting or fibrin build-up detected. The device was decontaminated and forwarded to our blood lab for performance and functional testing. The device was circulated with body fluid at 7 liters/minute of flow to verify the performance of gas transfer and inlet blood pressure. Measurements throughout these tests verified the gas transfer performance of the device; however, the inlet blood pressure functionality was higher than typical compared to specifications for an un-used model 511 oxygenator. Conclusion: analysis confirmed a higher than typical inlet blood side pressure. The cause of the higher than typical pressure could not be determined. Medtronic will continue to monitor the field performance of this oxygenator to detect similar events, should they occur.